Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during use, the catheter is easy to return blood.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of backflow was inconclusive. The product returned for evaluation was one 4 fr sl groshong nxt catheter. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The device was macroscopically and microscopically inspected but no remarkable features were identified. The valve slit length was measured and found to be within specification. The investigation did not find any evidence to indicate that the valve had failed or that backflow had occurred. However, as the pressure conditions that the catheter valve was subjected to during the reported event cannot be replicated, no further conclusions could be drawn and the complaint remains inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.